Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The ventilator passed all testing. (B)(4).

Event description:
A reported received from (B)(4) stated an 840 ventilator experienced a blank display. There is no patient involvement.